Event description:
It was reported that the device had an electrical reset associated with radiation therapy. Device was also end of life (eol) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2008. (B)(4).